Manufacturer narrative:
Product ID: 377660, lot# v021236, implanted: (B)(6) 2009, product type: lead; product ID: 377660, lot# v021236, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 377660, serial/lot # (B)(4), ubd: (B)(4) 2011, UDI #: (B)(4). Product ID: 377660, serial/lot #: (B)(4), ubd: (B)(4) 2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead with high impedances (electrodes 8-15) was not used, but was connected to the replacement ins. The lead with one electrode out wad functional and was connected to 0-7. The programming did not use electrode 7, which had high impedance. The cause of the high impedances was not able to be determined. The serial number of the lead with high impedances not being use could not be determined since it was not noted which lead went in which row. The issue was resolved and the programming did not use the lead with the electrodes that were out. The patient also stated that they had discomfort in the area since it was at the pant line. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was implanted at an odd angle because the patient did not question the original doctor that implanted the device and it was implanted at their waist and the belt pinches the skin and it hurt them. The doctor did not confide in them. No steps had been taken to resolve the implant being at an odd angle and the problem seemed to be getting worse as time goes on. The patient had an appointment scheduled for (B)(6) 2018 with a healthcare provider to discuss surgery. The device had been a blessing for their back pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that the ins was implanted at an odd angle, so when they wear jeans it pinches them. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 377660 lot# v021236 serial# implanted: (B)(6) 2009 explanted: product type lead product ID 377660 lot# v021236 serial# implanted: (B)(6) 2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was implanted at an odd angle because the patient did not question the original doctor that implanted the device and it was implanted at their waist and the belt pinches the skin and it hurt them. The doctor did not confide in them. No steps had been taken to resolve the implant being at an odd angle and the problem seemed to be getting worse as time goes on. The patient had an appointment scheduled for (B)(6) 2018 with a healthcare provider to discuss surgery. The device had been a blessing for their back pain. No further complications were reported or anticipated. (B)(6) 2018 mpxr (B)(4), crts (B)(4) (hcp, rep): additional information was received from the healthcare provider and manufacturer representative (rep) reporting that there was no problem with the patient¿s therapy, but it was reported that electrodes on one of the leads were out of range and were high (greater than 3600 ohms). It was reported that the rep was at a case and they discovered high impedances when they did an impedance test before the case. It was indicated that the caller was not with the patient or hcp at the time of the call for further troubleshooting. They stated they wanted to know if there was anything else that they needed to check other than the impedances. It was reported that the medical doctor was going to move the ins to a different location. It was stated that the battery seemed to be superficial, but the medical doctor and patient did not notify the rep of the reason for moving the pocket. It was indicated that the medical doctor and patient did not use the lead which had the out of range impedances. It was noted that the rep thought that the doctor would connect the functional lead during the replacement of the ins and leave the other lead alone, since it was not used for therapy. The rep asked about extension compatibility. Additional information was received indicating that the patient had discomfort from their old ins rubbing against their belt line when they wore pants. The patient discussed this with their surgeon, who agreed to move the battery pocket higher for the battery change that occurred on (B)(6) 2018. The battery change was scheduled and completed on (B)(6) 2018, because their old ins reached normal depletion/eri. It was reported that no external factors led to the reported issue other than the patient¿s own preference. It was reported that nothing would alleviate the patient¿s discomfort other than removing the battery pocket. The battery pocket was moved several centimeters higher than the original pocket during the battery change. It was reported that the issue was resolved. It was reported that surgical intervention occurred as the patient requested the battery pocket be moved higher since the old pocket was rubbing against their beltline and was getting to be uncomfortable. The pocket revision was done per the patient¿s request and preference. No further complications were reported/anticipated.